Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 04-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. During the procedure, there was a bad lead. The hcp thought it was a bad lead. Contacts 3 and 4 were red. They didn¿t want to implant the lead. They moved the lead and put the lead into the other side of a wireless external neurostimulator (wens). The same contacts were out. The hcp used another lead. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
The lead was returned for analysis which found no anomalies. If information is provided in the future, a supplemental report will be issued.